Event description:
Boston scientific received information that this implantable defibrillation lead provided inappropriate anti-tachycardia pacing (atp) due to noise. There was no pacing inhibition or asystole associated with the noise. The lead was successfully explanted and reported to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two separate segments severed 312 millimeters (mm) from the terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted that the trilumen insulation was damaged 282-305 mm from the terminal pin; the damage extended through all three lumen layers. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Laboratory testing concluded that due to the location and type of damage this event was likely caused by entrapment in the clavicle-first rib region.